Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 303 mg/dl while wearing the pod between 36 and 48 hours. When removed from the infusion site (abdomen), the pod's cannula was found to be dislodged. It was also reported that site was irritated. As treatment, the patient administered manual injections of insulin.

Manufacturer narrative:
The device was received fully deployed. No evidence of timeouts or drive stalls were observed in the download data. Inspection of the fluid path and needle mechanism found no evidence of manufacturing damages or deficiencies that would contribute to the reported cannula dislodgment. The exact cause of this event could not be determined. Inspection of the device found no damages or defects that would contribute to skin irritation. The cause of the reported skin irritation could not be determined.